Event description:
The reporter's father stated that they have seen the er1 message appear a couple times over the past year. The lifescan rep explained to the father how to correctly use the color chart on the bottle of strips.